Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received it was reported that there was no surgical delay. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 733752, h3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. A0709 applies to able to register the patient but not verify the straight suction and would not show up until three quarters into the patients nose. A0908 applies to distance to divot was very high. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an functional endoscopic sinus surgery(fess) procedure. It was reported that during a procedure, the site had difficulty verifying and tracking instruments. The site was using flat emitter, a brand-new operating room (or), and new stryker bed with more metal than usual. The clinical consultant (cc) reported that the patient's head was larger than normal. The surgeon was able to register the patient but not verify the straight suction after. A second tray was opened and the second straight suction could also not be verified. However, the 90 degree suction would verify but would not show up until three quarters into the patients nose. The cc reported the same issue with disposable quad cut and it would not track until about three quarters into the nose. The cc went to tracking details and the distance to divot was very high. All light emitting diode(led) lights on the break out box appeared to be yellow but could have attributed to the lighting in or. Cc verified after procedure, led's were all green. The cc reported that after procedure, the patient was removed from the stryker bed and the patient tracker stayed behind. The cc was able to verify instruments without issue and 12+ inches above the flat emitter without patient. The cc opened tracking details again and distance to divot was very low and functioning as intended. The cc opened camera details, showing no fault with the emitter. The length of the surgical delay is pending. The patient impact is pending.